Manufacturer narrative:
The tm lps monoblock tibia was revised due to alleged loosening of the device (part of a total knee revision). It was implanted for approximately 5 years and 4 months. It was found that the device was manufactured, inspected and packaged within established process specifications. The explanted device was not returned for this investigation nor were any photographs of the explanted device provided so the presence of biologic ingrowth could not be determined. X-rays were however provided and reviewed for lucencies at the interface surfaces between the native tibia and the implant and for overall positioning of the tibial implant. Lucencies can be an indication of gaps which can further be an indication of a lack of biologic ingrowth. Lucencies between the resected tibial plateau and the tibial baseplate are suspected in the x-ray series taken 3 months prior to the revision surgery but only in the a/p view and not in the m/l view. Lucencies between the native tibia and the hex pegs of the tibial implant are also suspected in the a/p view of the same x-ray series but again, not in the m/l view. The lucencies seen would be consistent with the failure of osseous integration into the tibial implant that was reported in the revision surgery operative notes. But again, the device was not returned for this investigation so this could not be confirmed. Should additional information be received, this report shall be updated.

Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient who had received a tm tibial component on (B)(6), 2009, was revised on (B)(6), 2015 due to loosening of the component.